Event description:
It was reported that the user experienced intermittent communication between a dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas, resulting in temporary loss of glucose readings and trend arrows; the user changed the g7 sensor and subsequently completed calibrations, after which readings and arrows returned and glucose values stabilized. The user experienced a blood glucose peak of 226mg/dl believed to be associated with the interrupted automated insulin delivery with no adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included user communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between systems consistent with intermittent communication failure, with the device component implicated as the antenna within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.